Manufacturer narrative:
The customer's report was duplicated and attributed to extensive internal water damage within the device. Liquid ingress was established as the source of the damages. Due to the nature of the damage, we have determined that the device was unrepairable. The device was returned to the customer labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "self check error -1002" error message. Complainant indicated that there was no patient involvement in the reported malfunction.